Manufacturer narrative:
Additional information was received that reason for revision was due to pocket site pain. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated to the abdomen for unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated to the abdomen for unknown reason. No device malfunction was suspected.